Manufacturer narrative:
(B)(4). To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the appropriate device history records indicates that this unit was upgraded and was released meeting all specifications.

Event description:
The customer reported that the tech and surgeon were setting up the bovie and suction lines over the drape. The bovie (stryker smoke evacuator pencil) suction was already hooked up while they were about to secure the lines when suddenly the forcetriad generator alarmed with the same sound as the bovie pencil is being used. The surgical tech said she didn't even touch the pencil button to activate it. Staff quickly disconnected the plug from the bovie machine, and found about a 5mm long skin cut-through on patient's right upper arm where the bovie tip was. Degree of burn is unknown.